Manufacturer narrative:
The date of device manufacture is not available. Ge healthcare's engineering team has confirmed the issue lies in a component (fet v8) failure of the device power supply due to wear out. There is no risk of fire related to this issue. The device was repaired and returned to the customer.

Event description:
It was reported the device emitted smoke when it was powered on by the user. The device was not connected to a patient when the issue occurred.